Event description:
A recent pt download revealed from a (B) (6) female pt several "battery charger fault" flags. Further review of the pt record revealed that these occurred on the same battery. Support contacted the pt and replaced this battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not charge when received. The cause of the battery not charging was due to a broken white wire on the board. The white wire connects the cells to the board. The root cause of the broken wire was an improperly glued connector. The connector was not glued and was allowing the cells to move around in the case. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.